Manufacturer narrative:
The bipap a40 pro (111577044) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a "non-functional" alarm occurring on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. The device investigation has not yet begun. A final report will be filed once the investigation has been completed.